Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure, while attempting to cut the papilla using a stonetome sphincterotome, the physician noticed there was no power distribution to the device. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." Several attempts have been made to obtain additional event information. However, no further event details have been made available to boston scientific corporation to date. Additional information received on (B)(6) 2012, confirming that there was no visible damage noted to the device.

Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure, while attempting to cut the papilla using a stonetome sphinctertome, the physician noticed there was no power distribution to the device. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable.several attempts have been made to obtain additional event information. However, no further event details have been made available to boston scientific corporation to date.additional information received on (B)(4), 2012, confirming that there was no visible damage noted to the device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the working length of device twisted likely due to customer use. The cutwire inside the extrusion was also found minorly bent close to proximal end near the handle. The exposed cutting wire was found intact at the distal end of the device. An initial functional evaluation revealed that the device would not bow past 90 degrees as the working length tensed / coiled when the handle was actuated. Upon straightening the extrusion, the cut wire bowed past 90 degrees. The cut wire measured and meets the specifications. A second functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire measured and meets the cutting resistivity. The outer diameter of the exposed cut wire measured and found to be within specifications. The condition of the returned incident device was not consistent with the complaint that the device was unable to cut. Therefore, the most probable root cause is not confirmed. The device history record review found the device met all manufacturing specifications. A lot history search was performed and found no other complaint against lot number 14848689. Result - no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted and the cutwire was found to be bent.

Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure, while attempting to cut the papilla using a stonetome sphinctertome, the physician noticed there was no power distribution to the device. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." Several attempts have been made to obtain additional event information. However, no further event details have been made available to boston scientific corporation to date.